Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the svc (superior vena cava) coil impedance was elevated. The lead remains in use. No patient complications have been reported as a result of this event.